Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 64 mg/dl, 56 (hypo) mg/dl, 96 mg/dl and 54 (hypo) mg/dl back to back within 10 minutes on the advantage system. Reporter stated that his heart was racing and he self- treated with a cube of sugar and a piece of chocolate. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.